Manufacturer narrative:
Philips has investigated this complaint. According to additional information the issue occurred during a general surgery diagnostic procedure. The procedure was completed as planned. The customer reported to philps that the foot pedal was not working. The philips field service engineer (fse) inspected the system onsite and confirmed that there was no issue with the foot pedal and the system was working as per specification. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The fse confirmed that there was no issue related to footswitch during the onsite visit. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the foot pedal was not working, which can impact imaging.no harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.